Manufacturer narrative:
On (B)(6) 2020, during visual inspection of the device it was observed with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 300cc and experienced capsular contracture baker grade IV on the right breast implant. As a result, the patient will undergo explantation on (B)(6) 2019.

Manufacturer narrative:
On 1/16/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical review of this file performed on (B)(6) 2020, it was decided to remove the patient code seroma and add late onset seroma code to more accurately capture the reported event. Per the operative report received on (B)(6) 2020, it was found that the capsule was constricted, and a small amount of yellowish serous seroma was present. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, it was reported to mentor that the capsular contracture was baker grade iii/IV on the right breast implant. The patient experienced seroma on the right breast implant. Reason for device explant and/or reoperation: capsular contracture and seroma. The replacement devices were mentor smooth modified plus profile silicone gel implant 300cc. On 1/13/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).